Event description:
"Endoleak: (B)(6) 2019 : tevar was performed for a dissecting fusiform aortic aneurysm and the relay plus devices were implanted. 28-m3 22 250 22 23 90u (lot#160623162, au-2225022) was implanted first at the distal side and then 28-m3 32 250 28 24 90u (lot#161130132, au-3225028) was implanted at the proximal side (overlapped). According to contrast radiography, endoleak was observed. The physician thought that it was type ib endoleak, so the physician decided to implant another relay plus 28-m3 22 090 22 22 90u (lot#j181211048, au-2209022) at the distal end. However, the endoleak did not disappear. The physician attempted to settle the stent grafts with a cook coda balloon (32mm). Considering that the endoleak did not disappear, the physician thought that it was not type ib endoleak but type IV. The procedure was completed, and the patient has been receiving follow-up observations. The physician would like to know if bolton has ever had any endoleak type IV issue and if any patients had serious problems as a result. In addition, the physician kindly requests references or documents related to this kind of issue."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00044. Device 2 is being reported under MDR 2247858-2019-00045. Device 3 is being reported under MDR 2247858-2019-00046.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00044. Device 2 is being reported under MDR 2247858-2019-00045. Device 3 is being reported under this MDR.

Event description:
"Endoleak: on (B)(6) 2019: tevar was performed for a dissecting fusiform aortic aneurysm and the relay plus devices were implanted. 28-m3 22 250 22 23 90u (lot#160623162, au-2225022) was implanted first at the distal side and then 28-m3 32 250 28 24 90u (lot#161130132, au-3225028) was implanted at the proximal side (overlapped). According to contrast radiography, endoleak was observed. The physician thought that it was type ib endoleak, so the physician decided to implant another relay plus 28-m3 22 090 22 22 90u (lot#j181211048, au-2209022) at the distal end. However, the endoleak did not disappear. The physician attempted to settle the stent grafts with a cook coda balloon (32mm). Considering that the endoleak did not disappear, the physician thought that it was not type ib endoleak but type IV. The procedure was completed, and the patient has been receiving follow-up observations. The physician would like to know if bolton has ever had any endoleak type IV issue and if any patients had serious problems as a result. In addition, the physician kindly requests references or documents related to this kind of issue."